Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted; (B)(6) 2019, 5071-35 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was reprogrammed and explanted. No patient complications have been reported as a result of this event.